Event description:
It was stated that on (B)(6) 2025 at 14:00, the medication solution was changed during a home visit. There were no issues with the tightness of the connection. At 19:00, the tissue wrapped around the connection was found to be damp on the inside, so it was replaced. At 23:00, the connection was checked again. The inside of the tissue was still damp. The cassette and tube were replaced. There was no reported patient harm/adverse event.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that complaint of leakage cannot be confirmed nor replicated. Upon further investigation no pump alarms were observed. No leaks were observed. There were no damage or anomalies observed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.